Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash on his skin under the back therapy electrodes. The patient was given betneval cream from his physician. During a follow up call, the patient reported that his irritation was improving. There was no allegation of a device malfunction associated with the reported skin irritation.